Event description:
Axiem stopped working during case. It stated "axiem emitter amplifier noise" - "axiem system hardware is malfunctioning try rebooting the system." Site swapped to a spare emitter and issue didn't resolve. The surgeon continued but doesn't think that he removed as much tumor as he would have done. There was no adverse outcome for the patient and that replacement of the axiem portable resolved the issue. Additional surgery was required.

Manufacturer narrative:
Patient information not available at the time of this report but information has been requested. Revision surgery was required. Device was returned to manufacturer. After heating unit for 10 minutes by covering fan, amp c pcba began to exhibit high noise (app. 70 db) in emdiagnostics. Freez it used on pcba opposite/under zetex chip causes an immediate drop to a more normal loaded noise level (app. 55 db). Device was replace with a different unit at site.